Manufacturer narrative:
Additional information was added to h6. Correction to e3: occupation. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. It was observed approximately 33%-50% of the solution remained in the device. The device had been filled with vancomycin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.